Event description:
It was reported the lead had varying and high impedance, noise, oversensing an apparent fracture. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B) (4) all insulators breached (clavicle-rib crush). The distal segment of the lead was returned and analyzed.